Manufacturer narrative:
(B)(4).

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is also alleged "tilt", "vena cava perforation" & "organ perforation". [Pt] alleges "I have shortness of breath and I am unable to walk long distances due to my legs swelling. My right thigh is swollen and the vein is infected where the ivc filter was implanted. Regular exercise is strenuous to me now. Lots of pain in my left thigh". [Pt] alleges: "perforation: the filter is tilted anteriorly and medially and the hook does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 12mm. One anterior strut perforates the ivc wall 12mm and contacts the bowel. One medial strut perforates the ivc wall 5mm and contacts the aorta. One medial strut perforates the ivc wall 5mm and resides within the soft tissues. One posterior strut perforates 8mm and resides within the soft tissues. One lateral strut perforates the ivc wall 7mm and resides within the soft tissues. Two lateral struts perforate the ivc wall 5mm and 10mm and contact the bowel".